Event description:
A male with very short common iliacs underwent initial aaa repair in 2007. One flex main body and two iliac leg grafts were placed. Due to the iliac leg graft landing too close to the bifurcation, a type I endoleak resulted. In 2008, the physician placed another iliac leg graft on the left side to resolve the endoleak (1820334-2008-00290). Due to the short iliacs and landing zone, the iliac leg graft lifted into the area of the aortic bifurcation. This site developed into a distal type I endoleak in 2009, the pt underwent an additional procedure to resolve the endoleak. The internal iliac artery was embolized and a zt iliac leg graft was placed into the external iliac. The status of the pt is unk.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with an IFU describing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. Specific to this case, the IFU also states that inaccurate placement of the graft may result in an increased risk of an endoleak. Additionally, the IFU states the iliac artery distal fixation should be greater than 10mm in length. A definitive root cause cannot be determined at this time. Through correspondence with the cook medical sales rep, it appears the initial placement of the tfle may have been placed high along with the distal landing zone being short. Without films or images, the length of the landing zone is unk and whether it was within the indications for use. These two key items may have been contributing factors to the subsequent endoleak. Based on this correspondence, the failure mode assigned to this case is inaccurate deployment. We will continue to monitor for similar complaints.